Manufacturer narrative:
The patient was born in 1971. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient outcome was not reported. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
The patient experienced peritonitis and subsequently passed away due to another indication. On unreported dates in 2016, the patient was hospitalized for the peritonitis and the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). Seventeen days after peritonitis onset, dianeal therapy was withdrawn (not further specified). Subsequently the patient passed away. It was reported that the peritonitis was not resolved and the patient was not recovered from the peritonitis prior to death (no further detail was provided). Should additional relevant information become available, a supplemental report will be submitted.